Manufacturer narrative:
Manufacturing and quality control data: we have no further traceability data (serial number, lot). Nevertheless, for every production batch we can prove that there were no deviations. The valves are manufactured by qualified employees. The valves were sterilized by miethke and released for shipment after final inspection. The valves are manufactured by qualified employees. The valves were sterilized by miethke and released for shipment after final inspection. All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and approved during the manufacturing process. Result: an investigation was not possible because no sample was sent for investigation. It is possible that protein deposits inside the valves affect the function of the valve and have led to a over-drainage. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the blockage, this would be require an examination of the valve.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx643t) was implanted during a primary procedure performed on an unknown date. According to the complainant, the progav 2.0 shuntsystem was believed to be operating in overdrainage. The patient underwent a revision procedure. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data available.